Event description:
The customer contacted physio-control to report that the buttons on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed no critical device functions during device evaluation. Physio replaced the device's small keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed small keypad and determined that the cause of the reported issue was impact damage causing the left side star dome on the transmit button to be crushed and intermittently stuck.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the buttons on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.